Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via (B)(6) transmission. Upon review, their implantable cardiac defibrillator exhibited episodes of post-paced t-wave oversensing. Programming changes were discussed. No further information was available.

Event description:
New information received on september 6, 2018 indicates that the patient's device was reprogrammed on (B)(6) 2018 and no further instances of oversensing have been observed.